Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (s/n (B)(4) ) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard xp ivtm system (s/n (B)(4)) displayed a temperature-related error message. Following the alarm, the thermogard system shut down unexpectedly. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.